Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 85 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a superficial driveline infection. Additional information was requested, but not yet provided.

Manufacturer narrative:
Additional information / meaningful data was received on 25apr2018 from clinical research coordinator. No further changes on disposition of reportable serious injury from the initial reported event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a superficial driveline infection. Additional information was requested, but not yet provided. Additional information: it was reported that an email was received on 25apr2018 from clinical research coordinator stating: patient confirmed to have had a driveline drainage symptoms and was treated with antibiotics which resolved the driveline infection. Noted no factors contributed to the infection. Also noted no cultures were taken, patient had low wbc, no fever, an echo and CT scan were performed. The customer noted that patient status improved after changes in medication. No further adverse event occurred on patient to date, just currently following up for patient volume overload.